Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the phenomenon identified in b5, the following phenomena were also identified during the device evaluation: water tightness was lost due to wear of the scope cover packing; water tightness was lost due to a dent on the distal end; the distal end had a scratch; the plastic distal end cover had a scratch; the connecting tube had a scratch; the nozzle was deformed; the adhesive around the objective lens was peeled; the paint on the air/water cylinder was peeled; the protector of the universal cord on the suction connector side had a scratch; the image guide protector had a scratch; the forceps elevator lever had a scratch; the forceps elevator knob had a scratch; the up/down knob had a scratch; the right/left knob had a scratch; the switch box had a scratch; the scope cover had a scratch; the suction connector had a scratch; the universal cord had a scratch; the universal cord had a dent; the grip had a scratch; the control unit had discoloration; the control unit had a scratch; the adhesive on the bending section cover had a crack; the play of the up/down knob was out of standard value due to wear of the angle wire; the bending angle in the up direction did not meet the standard value due to wear of the angle wire; the suction cylinder was shaved; and the adhesive around the light guide lens was peeled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the duodenovideoscope had an air leak from the suction cover. There were no reports of patient harm due to the reported event. The device was returned for evaluation. During the device evaluation, a gap in the adhesive between the plastic cover and the distal end was discovered. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the gap in the adhesive between the plastic cover and the distal end was caused by stress of repeated use, external factors, or handling of the device. Olympus will continue to monitor field performance for this device.